Event description:
A hosp submitted a "quality improvement report" to FDA, and FDA forwarded this report to the MFR. The report states 2 aspects of dissatisfaction with terumo syringes: (1) members of the anesthesiology staff have experienced difficulty opening syringe packages, and (2) the report alleges that "the package info does not correctly reflect the size or milliter graduations on some of the syringes which could contribute to medication errors i.e. 5ml package/6ml syringe, 10ml package/12ml syringe, 20 ml package/25 ml syringe, 30ml package/35 ml syringe."